Manufacturer narrative:
The event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown:"this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Air leaked from the trocar during a procedure. The physician replaced the defective ctr73 with another unit with a different lot. Having found foreign material inside the patient, he/she immediately retrieved it. The actual defect seal and a black fragment were returned to (B)(4) and visually inspected. The septum was broken having a missing part. The fragment measured approx. 12.3 mm x 4.3 mm and matched the missing part. The seal and the fragment will be returned to amr. Please analyze this phenomenon and review the device history record. (B)(4)." Patient status: no patient injury.